Event description:
During a coronary procedure of a bifurcation lesion, the stent became stuck on another stent and moved/shifted on the balloon. The physician removed the stent and the balloon. There was no reported patient injury. The product will be returned for analysis.

Manufacturer narrative:
The sales rep indicated that during a cardiac cath procedure of a bifurcation lesion, the cypher stent got caught on another stent and shifted on the balloon. The physician removed the stent and delivery system and there was no reported patient injury. No additional information was given on how the lesion was treated and the product was to be returned for analysis. The safety and effectiveness of using cypher stents to treat bifurcation lesions have not been proven. With the information available, there are possible lesion and procedural factors impacting this event. The inspection of the returned product confirmed stent movement. The stent moved 5mm distally on the balloon. The exact cause for the stent to shift on the balloon could not be determined but per the complaint summary report 167992, "the stent stuck on another stent and moved/shifted on the balloon". The device history record review revealed that all sample units tested passed the stent retention test and the stent crossing profile test. A lot history review revealed this is the first complaint of this type for the subject lot number to date.